Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced ongoing intermittent low blood glucose (bg) levels as low as 15 mg/dl. Customer required assistance from firefighters due to a low bg (date of assistance was not specified, report event date is estimated). Assistance given included administering intravenous fluids (customer did not specify what fluids) and transport to the hospital; no additional information regarding the intervention was provided. Cause of low bg was unknown but customer reported they ¿can¿t think straight¿ and have ¿brain damage¿ due to low bgs, however this was not confirmed by a health care provider. Low bg cause was not known. Customer declined troubleshooting with tandem technical support and declined to provide further information.